Manufacturer narrative:
The device was evaluated by the returns department which found that the loose set screws on the switch knob are not allowing the switch to actuate the switch. Once the screws were tightened, the joystick functioned properly.

Event description:
It was reported by dealer that the 3gtq-cg power chair joystick will not turn off.

Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the 3gtq-cg power chair joystick will not turn off.